Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a hip revision approximately 9 months post implantation due to fracture of the liner component. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
D11: 00801803602 ¿ cocr head¿64350090; 00625006525 ¿ bone screw ¿ 64256558; 00620005022 ¿ acetabular cup - 63344850; unknown cls porous stem ¿ lot number 299192. Visual review of photographs provided identified that the rim of the liner had fractured. Radiographs were provided and reviewed by a third party hcp noting a dislocation of the left hip arthroplasty. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. A summary of the investigation was requested by the customer and has been sent. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2020-00355. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: method code, remove 4114-device not returned. Complaint sample was returned and evaluated against the reported event. Visual evaluation identified the following : the rim of the liner had fractured off and (1) fractured piece was returned. Other fractured fragments were not returned. Gouges and deformation was observed on the polar boss. The liner's rim exhibits nicks, gouges, and deformation. No other damage was noted. Additional information does not change the final conclusions of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.